Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console and motor suddenly shutting down was not confirmed; however, it was determined that the centrimag motor (serial number unknown) was unrelated to the cause of the event. The motor was not returned for analysis. The reported event is addressed under the console¿s investigation. No issues regarding the motor were reported. The serial number of the centrimag motor was not reported with the event. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9 ¿ ¿maintenance¿ instructs users to perform battery maintenance on centrimag console¿s internal battery every six months. Users are also instructed to replace the console¿s internal battery every two years. The document also explains that the user may not replace the internal battery without proper training by abbott medical or its distributor. Users are instructed to call abbott medical customer service if the internal battery requires replacement. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being transferred to another center when the console was turned off and the pump stopped. Once at the receiving center, the console was plugged in and powered on to restart the motor. The patient was fine and switched to receiving center equipment. The patient was not switched to receiving center equipment in transit as the team did not have a backup console with them at the time. The patient was transferred without complication to the patient. Additional information was requested from the account. There was no alarm when disconnected from good power and no repeating alarm to remind the team that they were on battery. The account transported the patient to an outside hospital. Enroute to the emergency department bay, the pump gave a low power alarm then abruptly shut down. The account plugged the power cord into the ambulance a/c power and resumed ECMO. Upon investigation afterward, batteries were found to be old and out of service. There was confusion between the account's biomedical department and the manufacturer over who was performing the pm service. Batteries were replaced by the account's biomedical service and an inhouse biannual service plan was initiated.